Event description:
The nurse indicated that the u-blade lag screw connector broken during surgery. The customer managed to continue the operation using another connector.

Manufacturer narrative:
Once the investigation has not been completed any add'l info will be reported in a supplemental report.